Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads, the patient developed a possible pneumothorax. No intervention was taken and the leads remain in use. No further patient complications have been reported as a result of this event.